Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The uut was tested and found to issue is due to failed components. The original complaint was confirmed and duplicated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H10: the suspect device has not been return for investigation. However, log shows tf 316 and tf 401 occurring together. Blower check voltage reading is 0v. Advised that the power board needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 had tf 400-inspiration valve or device leaky happened prior patient use. Furthermore, there was no patient associated with the event.